Event description:
A medtronic representative reported a site experiencing intermittent connection issues with their navigation system camera. This is reported to occur sometimes during and after the site has the patient exams loaded, the system is unplugged and moved to the operating room (or), and they are ready to use the camera. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement computer shipped to site (B)(6) 2013. Medtronic investigation of returned suspect computer finds it to be fully functional. No problem found with tracking/usb communication or any hardware or software. Device did not cause event.